Manufacturer narrative:
Obvious user errors with off label use (cmc spacer implanted into the stt joint) and violation of the instruction for use (joint surfaces were removed from each side of the joint). Removing joint surfaces from both sides of the joint will result in ingrowth of the host tissue from both sides of the spacer and can result in a stiff joint or even arthrodesis. The stt joint has different articulation than the cmc joint and therefore the use of a cmc spacer design in the stt joint can lead to dislocation and movement of the implant. The movement of the spacer will in that case cause a foreign body reaction.

Event description:
Foreign body reaction reported in an article: article in assh 2009. Foreign body reaction to artelon spacer: case report a. Ylenia giuffrida, md, cassie gyuricza, md, giorgio perino, md, andres j. Weiland, md. (B)(4).